Manufacturer narrative:
The customer discovered that the reagent probe was loose. The customer tightened the probe which resolved the issue. Service was not dispatched for this event as the customer corrected the issue. Upon follow-up with the customer on (B)(4) 2013, the customer confirmed that the probe had not been loosened inadvertently by another operator prior to the event. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a contained reagent probe b leak coming from the top of the probe where it interfaces with the bead assembly in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that the instrument generated "cartridge chemistry (cc) no sample detected in cuvette" error messages for several cuvettes. The leak was approximately 5 mls of fluid that was contained on the reagent spill tray. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.